Manufacturer narrative:
H3-device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found that the haptic was torn. Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -10.5/+2.5/080 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was repositioned due to lens rotation, which did not resolve the problem. On (B)(6) 2019 the lens was exchanged for a longer lens and the problem was resolved.